Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the right atrial (ra) and right ventricular (rv) leads dislodged. The ra lead was not attached to the heart and was unable to sense. The rv lead sensing was unstable with fluctuating undersensing and the lead had unstable thresholds. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.